Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm x 31g non patient end needle missing (broke off). The following information was provided by the initial reporter: consumer reported finding after use and while in sharps container the non patient end needle missing (broke off).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ short pen needles 8mm x 31g non patient end needle missing (broke off). The following information was provided by the initial reporter: consumer reported finding after use and while in sharps container the non patient end needle missing (broke off).